Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that health care professional (hcp) was concerned about battery longevity fluctuations. Reportedly battery longevity keeps fluctuating between 2 years and less than 6 months. Boston scientific technical services (ts) provided an estimated expected longevity remaining. Clinician will continue monthly follow-ups. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Event description:
It was reported that the health care professional (hcp) was concerned about battery longevity fluctuations. Reportedly battery longevity keeps fluctuating between 2 years and less than 6 months. Boston scientific technical services (ts) provided an estimated expected longevity remaining. Clinician will continue monthly follow-ups. No adverse patient effects were reported. Later the pacemaker was explanted due to normal battery depletion and returned for analysis. A supplemental report is being filed.